Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that drawer 5 had failed and was not recoverable. Upon opening the back panel, the lights on the drawer board were off. The board was tested and found to be faulty. It was replaced and retested. The customer verified that the functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication and nurse had to call pharmacy to attempt to recover drawer that caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.